Manufacturer narrative:
H.6. Investigation: during DHR review no qns were initiated during production. All challenge, set-up were conducted per specifications. Received 39 iag bc 20ga units within sealed packages. 36 of the units were from lot 8277868 and 3 units were from 8225946. All contents within were intact. Visual/microscopic evaluation: no physical-mechanical damage was observed on any of the components of the received unit. No traces of adhesive was found. Functional test (needle retraction): the needle covers were removed, the catheter were rotated 360° (as directed on the IFU) the white buttons were pushed ¿ and the needles retracted without resistance. Retraction was successful. The returned representative units did not display any adverse characteristics that would contribute to the defect the customer experienced. The failure described in the event description could not be confirmed or replicated in the laboratory.

Event description:
It was reported that a 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc would not retract when the button was pushed. This occurred on 5 separate occasions but the date/time and or patient information is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc would not retract when the button was pushed. This occurred on 5 separate occasions but the date/time and or patient information is unknown.